Event description:
The reporter stated the surgeon attempted to insert a cq2015 collamer three piece lens but the haptic bent while it was being ejected. There was no patient contact or injury. The reporter stated it was unknown as to why the haptic bent.